Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2012-04048 and 3005099803-2012-04046 pertain to the other devices. It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6) 2009. According to the complainant, post-implantation, the patient experienced severe pain, dyspareunia, mesh exposure in the anterior portion of the vagina and recurrent cystocele (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.